Manufacturer narrative:
The previous MDR was submitted by william cook (B)(6) under manufacturer report reference number 3002808486-2019-01870. Additional information provided determined that this device was manufactured by (new manufacturer). With the submission of this initial report, (new manufacturer) informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in g9 of this initial medwatch report. Occupation: non-healthcare professional. Investigation is reopened due to additional information provided. The following allegations have been investigated: thrombus, unable to retrieve, abdominal pain, ambulation difficulty. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported abdominal pain, and ambulation difficulty are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the due to deep vein thrombosis (dvt) and large pulmonary emboli (pe). Two unsuccessful filter retrieval attempts, (B)(6) 2016 and (B)(6) 2017, have been reported due to thrombus on inferior vena cava (ivc) filter. Patient is alleging device is unable to be retrieved and thrombus. It is further alleged the patient experienced "pain" and ambulation difficulties. Per the (B)(6) 2016 CT (computed tomography) abdomen pelvis: "ivc filter present with low-density filling defect along the cranial tip of the ivc filter extending to the renal vein confluence. The clot measures 4.5 cm length 1.1 x 1.7 cm...impression: ivc filter in place. There is a low-density lesion within the ivc above the ivc filter which raises concern for ivc thrombus. Inferior vena cavogram recommended for confirmation". Per certificate of death dated (B)(6) 2019: immediate cause - cardiorespiratory failure due to or as a consequence of - hypertension. Other significant conditions - advanced stages (B)(6).